Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the patient was experiencing stimulation in the wrong location. The patient wondered: "why does my tailbone hurt when I sit"? The patient couldn't stand "for anything to be next to my tailbone or have anything touching it". It was noted the condition had been present "almost since I've had it in". The patient was very active and does gardening and picking up her grandson. The patient had questions regarding if she should try changing the settings before talking with the doctor. The doctor changed her from the 1st program because it was "hurting my butt and put a lot of pressure on me so she put me on program 2". It was later reported on (B)(6) 2014 that the patient was asking why she cannot bend over and what would happen if she did bend over. The patient noted that when she gardens, she bends over and feels pain at her implant site. The patient then has more trouble voiding. The patient gets flushed when she has to urinate. The patient will then change the program and she can then urinate. Today when the patient was walking, she felt pain in her lower abdomen. The patient noted she can't lay on her back or her side because of the implantable neurostimulator (ins). It causes her pain when she lays down on it. The patient's hcp (health care provider) told her she is thin and this is the reason for that. It was attempted to clarify as to whether the perceived symptoms are all related to bending over. The patient was not clear when she responded. If additional information is received, a follow up report will be sent.